Event description:
Lasik surgery was performed by the ophthalmology group in (B)(6). Since then I have experienced really bad halos and starbursts not only at night, but even in the broad daylight when seeing a bright and concentrated light source. Dry eyes are a bad problem. Tired eyes are a really bad problem, I have headaches due to them being so tired. Reading material up close for more than 5 seconds and when I look away, everything is blurry for several minutes. Watching tv in the dark is really bad. Sunlight is unbearable without sunglasses. Very disappointed in the results. Fyi, your website is pretty bad too. I had to check everything above to proceed.